Manufacturer narrative:
Received one 60-5274-132 in opened original packaging. Lot number is verified. Performed a visual inspection, the distal tip of the sheath is peeling. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; examine the device prior to use for damage; do not use if damaged. Always use the lowest possible setting to achieve the desired electrosurgical effect. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Additionally, when electrosurgical instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure. Ensure that electrical insulation is not compromised. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) reported on behalf of their facility that the 60-5274-132, 5mm l-hook electrode, was used in a laparoscopic adnexectomy on (B)(6) 2019. During use the surgical team noticed the device to be defective. There was peeling from the tip of the electrode. They continued to use the electrode to finish the surgery. There was no patient or user injury or impact. There was no reported delay of surgery. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.